Event description:
It was reported that an "intepro" mesh graft, (hereinafter "products") a medical device implanted to treat certain women for pelvic organ prolapse, was implanted. Allegedly, the device caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering." It is unk whether this was an ams apogee or perigee device.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.